Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl. Reportedly, unspecified alarms occurred. Tandem technical support was unable to confirm alarms as the hospital lost customer's pump. Additionally, customer was using humalog supplies for over 48 hours, and customer was reportedly sick with an unknown illness. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 11/24/21 with the issue resolved and no permanent damage.